Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. Also overload wire fractures were found under the silicone overmold which were cause due to an external impact. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the hearing performance with the device was gradually affected and has deteriorated significantly. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected and has deteriorated significantly.

Event description:
Reportedly, the hearing performance with the device was gradually affected and has deteriorated significantly. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.